Event description:
It was reported that the patient went into cardiac arrest on the ventilator. The low pressure alarm was the only alarm they could recall going off. The patient had CPR and then was transported to the local hospital. According to the mom, who is the primary caregiver and also a nurse, the patient had just been suctioned (per home nurse staff), went hypoxic, and her heart stopped.

Manufacturer narrative:
The manufacturer was unable to duplicate the reported problem. The ventilator passed an extended test run using the customer¿s ventilator settings. The ventilator passed the ltv final test which includes many ventilation and alarm functions. Internal inspection did not reveal any anomalies with the ventilator. The ventilator also passed the general checkout procedure. A review of the event trace revealed multiple ¿lo pres1¿ alarm conditions on the reported date of (B)(6), 2015. All other event trace entries are consistent with normal ventilator operation.